Manufacturer narrative:
Evaluation summary: on 10/17/08, the natural-knee ii system was revised due to breakage of the articular surface and wear on the femoral and tibial baseplate components. Loosening, osteolysis and pain was also indicated as reasons for revision. The devices were in vivo for approximately 4 years and 9 months. The devices were not returned for evaluation. However, the operative notes from the primary and revision surgery were provided. The revision surgery operative notes indicates that femoral cysts were present, and that the revision was needed due to "catastrophic failure with probable displacement of the polyethylene and metal on metal with metallosis." It appears from the description that the breakage of the articular surface caused contact between the femoral and tibial baseplate components, thus leading to their wear and perhaps contributing to the metallosis. However, the cause of the articular surface breakage is not elaborated upon. Based on the available information a definitive cause can not be determined. H6: evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the devices were implanted in 2004, and revised in 2008, due to the ultra congruent tibial insert breaking and wear on the tibial baseplate and femoral component.